Event description:
The facility's biomedical technician reports an out of box failure of delivering too much on channel one, found during biomedical testing. No record of any patient incident involving the pump since the last baxter service event.